Event description:
It was reported that during a procedure, the device was smoking and it smell like burning. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed a broken warranty seal. A functional evaluation revealed no problems. A review of manufacturing records for s/n (B)(4) found no deviations or non-conformances during the manufacturing process. A complaint history review for similar confirmed complaints associated with this part number did not identify any prior similar events. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.